Manufacturer narrative:
Patient information is unknown. It is unknown when device broke. Device is an instrument and is not implanted/explanted. Reporter email address is unavailable. Reporter is a synthes sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, the inter-lock screwdriver broke while inserting the unknown screw. Surgical outcome and patient status are unknown. Concomitant device: trauma screw (part: unknown, lot: unknown, quantity: 1). This report is for an inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted. Part: 03.010.473. Lot: l177842. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2016. The device history record shows this lot of 36 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Service and repair: the device was initially evaluated at service and repair. The repair technician reported the driver and attachment were bent at the tip. Bent is the reason for repair. The item was deemed not repairable per the inspection sheet and forwarded to customer quality. The evaluation was confirmed. Device evaluation: investigation flow: damage: visual (appearance not as expected) visual inspection: the screwdriver was received at cq with all components intact. The distal tip of the main body and the sliding bar are twisted axially almost 90 degrees in the direction of resistance from screw insertion and show bent and deformed edges. However, the deformation of the mating components (main body and sliding bar) do not match which is consistent with incomplete assembly prior to applying force. The balance of the device shows surface wear consistent with use and which would not impact the functionality. It was determined that the received condition does not agree with the complaint description as the device is not broken (2 or more pieces) as reported. However, the device does show significant deformation and twisting of the distal drive feature. Thus, the overall complaint is confirmed. Document/specification review: the relevant drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: dimensional inspection of relevant drive feature dimensions could not be conducted due to the significant post manufacturing deformation. The received condition is consistent with the result of torsional forces beyond the plastic deformation limit of the screwdriver. The condition of the sliding bar shows evidence that the sliding bar was not fully advanced when the deformation occurred. Per the technique guide, the sliding bar is to be ¿fully wedged into the screw head recess¿. Conclusion: the received condition does not agree with the complaint description as the device is not broken (2 or more pieces) as reported. However, the device does show significant deformation and twisting of the distal drive feature. Thus, the overall complaint is confirmed. No design or manufacturing defect or deficiency was observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.